Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the superficial femoral artery. A 7x60x120 epic¿ vascular stent was advanced to treat the lesion. An attempt was made to deploy the stent however the stent did not fully deploy. The physician pulled everything out but the stent was still partially attached to the deployment catheter. The device with the stent were removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of an epic stent delivery system (sds) and stent with a non-bsc guide catheter. The epic device and stent were received inside the lumen of the returned guide catheter. The safety lock was not received with the device. The stent was received partially deployed inside the returned guide catheter. The stent was protruding 3.5cm from the end of the guide catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the superficial femoral artery. A 7x60x120 epic vascular stent was advanced to treat the lesion. An attempt was made to deploy the stent however the stent did not fully deploy. The physician pulled everything out but the stent was still partially attached to the deployment catheter. The device with the stent were removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.